Event description:
It was reported that, following the implant of this inflatable penile prosthesis (ipp), the patient developed a hematoma near the pump in the scrotal area which made device inflation difficult. The physician did not know if the hematoma was the result of the procedure. A revision procedure was performed, during which it was found that the pump was located deeper into the scrotum than expected; it was noted that this likely contributed to inflation difficulties. The device was tested and worked with no issue. The pump was repositioned and the device functioned as intended. There were no additional patient complications reported.